Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination identified distal stent damage. Stent struts on row 1 were raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks were identified along the shaft. Solidified blood was identified within the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the complaint states the lesion was severely calcified. The dfu contraindicates heavily calcified lesions. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure failure to cross the lesion occurred. Vascular access was obtained via the right radial artery. The 2.75 x 10mm, 80% stenosed, eccentric, de novo target lesion was located in the severely calcified, mildly tortuous left anterior descending (lad) artery. The physician pre dilated the lesion with a 2.0 x 15mm apex balloon catheter inflated to 16atm. A 2.5 x 28mm taxus liberte stent delivery system (sds) was advanced to the lesion but did not cross the lesion. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable. However, the returned product analysis revealed stent damage.